Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was recently hospitalized for high blood glucose and diabetic ketoacidosis. Her blood glucose at the time of hospitalization exceeded 600 mg/dl, and she confirmed that she had been feeling well and that she experienced all of the typical symptoms of hyperglycemia. The customer stated that she was wearing her pump at the time of the 911 call and that she was placed in the ICU. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its corresponding materials for damage and functionality. However, the customer declined to be sent a tubing clamp to perform the high pressure test, and wanted the pump replaced without completing the troubleshooting process. The customer was advised about the importance of troubleshooting in order to determine the possible causes of events and she understood. The insulin pump was returned for analysis and a replacement device was shipped to the customer.